Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was allaged that the instrument bedside unit went into medium priority alarm during a surgical procedure. The unit could not be recovered. The procedure was successfully completed with versius surgical system. The bedside unit was inspected by field service enginner. Telemetry analysis revealed a position sensor failure on one of the joints, as the cause of the alarm. The faulty joint was replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.